Event description:
The pt was a 52-yr-old female who initially had bilateral breast augmentation in 1980, using 200cc gel filled breast implant. Eight years ago, left breast began to be sore especially with exercise. She then developed stiffness in various joints, as well as plantar fascitis and muscle pain. The pt 2.5 years ago also developed weakness in the hands and arthralgias in the shoulder and fingers. The pt noted fatigue since 1994. On physical examination, the pt had class IV contracture on the right and class iii on the left, with tenderness on palpation. Because of these symptoms, it was recommended to her to have these implants removed.